Event description:
During a routine follow-up visit with the patient, the surgeon detected that a cervical screw had pulled through the collet and cervical plate.

Manufacturer narrative:
The surgeon elected to leave the cervical plate, collets, and screws implanted at this time. The surgeon is monitoring the patient's condition. If any new or additional information is received on this event a supplemental report will be submitted.